Event description:
According to the customer, gloves have ripped on repeated occasions when initially put on. Reported have been eight (8) different lot numbers for four (4) products. The manufacturer and hospital are in the process of being contacted to determine the potential cause of the allegation. FDA will be advised of additional information as it becomes available. Report in processdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: component failure, manufacturing. Conclusion: device failed just prior to use, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.